Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The root cause could not be determined via data. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.